Event description:
Pt underwent cataract surgery in 2000 and implantation of a staar model aa-4203vf intraocular lens in the right eye. However, the lens tore during insertion and the surgeon had to enlarge the incision to remove the lens. Surgeon implanted another lens and used three stitches to close the wound. The stitches were removed two-weeks postop. The pt has inflammation which is controlled by steriods and prognosis is normal. The pt's last exam, one-week postop, vasc was 20/40-2 and intraocular pressure was 7 mm.